Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed. The procedure date is unknown. According to the complainant, during the procedure, when removing the placed device the internal bolster detached and fell into the stomach of the patient. The procedure was completed with the new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.